Event description:
Healthcare professional reported a right deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Review of all complaints of (B)(4) - fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on radius side assessed as surgical damage and one opening observed on valve bond edge side assessed as an unidentified (tear) opening. Additional observations: creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right deflation. Device has been explanted.